Event description:
Per the clinic, the patient experienced no sound and loss of connection to the internal device subsequent to sustaining a head trauma (specific date not reported). Troubleshooting attempts were made; however, the issue could not be resolved. The implanted device remains.